Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the prime test due to a faulty force sensor resistor. The insulin pump passed the displacement, operating currents, self test and off no power test. The insulin pump was monitored and the display board inspected. No insulin pump or battery heating anomaly was noted. The insulin pump had no button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip and a missing end cap sticker.

Event description:
It is reported that a customer received a button error alarm on their insulin pump. The patient's blood glucose level was at 235 mg/dl. The customer stated that there were no significant events that could have led to the button error alarm. A new pump was shipped to the customer. No further information was provided.